Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) the device was unable to cross the lesion. The 95% stenosed de novo target lesion was located in the mild tortuous and mild calcified right coronary artery (rca). The lesion was predilated and then a 38 x 3.00 mm taxus liberté stent delivery system was advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable. However, returned product analysis revealed shaft break.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: returned product consisted of a taxus liberte stent delivery system (sds) with the distal portion of the device missing including the stented balloon. There was contrast in the inflation lumen. The hypotube was detached/separated 43.5 cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). The shaft was detached/separated 136 cm from the strain relief with 3 cm of the inner shaft stretched and elongated, which suggests that the separation may be related to tensile overload (material stress/fatigue). Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed hypotube and shaft detachment and shaft damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).